Event description:
During va fibula surgery, the locking screw could not be locked. The surgeon used another locking screw in the same hole and the screw could be locked.

Manufacturer narrative:
Investigation in progress but not yet complete.